Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned product confirmed that the stent is slightly deformed at its proximal end (i.e., one stent strut is everted). The stent imprint on the exposed balloon surface indicate that the bent strut was initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The balloon is still well folded and shows no signs of inflation. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians event description, the most probable root cause for the complaint event is related to the patients anatomy (i.e., severely calcified target lesion).

Event description:
After several pre-dilatations with different balloons, the orsiro stent system was introduced but cannot access to lesion due to heavy calcification in the mid lad. After withdrawal out of patient, it was detected that the stent was damaged. Additional pre-dilatation was performed, and another orsiro was implanted. Pci procedure was successful with no complication.

Manufacturer narrative:
Combination product: yes.

Event description:
After several pre-dilatations with different balloons, the orsiro stent system was introduced but cannot access to lesion due to heavy calcification in the mid lad. After withdrawal out of patient, it was detected that the stent was damaged. Additional pre-dilatation was performed, and another orsiro was implanted. Pci procedure was successful with no complication.